Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It is reported that the catheter was impossible to deflate. It deflated when the catheter was cut and the balloon burst. ("It was reported a non deflation issue. It was impossible to deflate the catheter. It was possible to deflate the catheter when cut the catheter and burst the balloon.")